Manufacturer narrative:
The devices were returned, decontaminated and visually inspected for any signs of physical damage. This complaint is confirmed. Upon visual inspection it looked like the heat was activated on the silicone. It appears full contact was made on the heating pad. This will occur if the device is pressed against its jaws for long period of time. Unable to determine the root cause, but a possible root cause may be due to holding the jaws of the device together for a long period of time. This complaint is confirmed. There was no harm to the patient.

Event description:
During a surgical tonsillectomy procedure the surgeon noticed the white sealing from the renew thermal cautery forcep melted and white hair like particles came out (melted silicone). The procedure and anesthesia time was extended for 30 minutes. There was no harm to the patient.